Event description:
Upon inserting braun introcan safety IV catheter - 20g - into pt left forearm, catheter bent and would not advance. Catheter removed from pt arm and gauze and tape placed to stop bleeding. Catheter packaging, catheter, and needle saved to be sent back to company.